Manufacturer narrative:
The biomedical engineer (biomed) reported that the bedside monitor (bsm-6000) was intermittently alarming and displaying a blue message across the screen during an endo case. This occurred while monitoring pulse ox. During troubleshooting they found that the issue followed the bsm-1753a. When rebooting both devices, the biomed undocked the bsm-1753a, which started alarming and displaying a "detected disk error format and restore disk" error message. When they tested the main bsm with a different bsm-1700, it was confirmed that no alarm or error displayed on the main bsm after a few minutes of operation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that the bedside monitor (bsm-6000) was intermittently alarming and displaying a blue message across the screen during an endo case. This occurred while monitoring pulse ox. During troubleshooting they found that the issue followed the bsm-1753a. When rebooting both devices, the biomed undocked the bsm-1753a, which started alarming and displaying a "detected disk error format and restore disk" error message. No patient harm was reported.